Event description:
Additional information received: the stenosis was reduced to less than 40% after pre-dilatation. The inability for the device to cross was due to mild tortuosity in the vessel. The delivery catheter was removed from the patient without intervention because the shaft separation occurred outside the anatomy.

Event description:
It was reported that the procedure was to treat a lesion in the mid left anterior descending artery (lad). The patient presented with acute myocardial infarction (ami). The 3.5 x 18 mm device was advanced, but did not cross. During the procedure the patient was restless and moved his limbs resulting in the delivery catheter shaft breaking. A new same size device was used successfully to treat the lesion. There was no clinically significant delay in procedure. There were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. Though the device is not approved for sale in the u.s., it uses a delivery system which is similar to a device sold in the u.s. The product code listed and the PMA# listed are based on the predicate device (xience v stent system) that is determined to be same and similar to the delivery system of this device.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported shaft separation was confirmed. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.